Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit, failed battery test, a41 alarms or restart anomaly noted during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had interrupt source error. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had random no delivery alerts and diminished battery life. The insulin pump will not be returned for analysis.